Event description:
It was reported that the patient went to the clinic because this artificial urinary sphincter (aus) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the cuff was identified. The cause of the hole was not detailed by the hospital. The cuff was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient went to the clinic because this artificial urinary sphincter (aus) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the cuff was identified. The cause of the hole was not detailed by the hospital. The cuff was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected, and leak tested. Visual examination revealed that the cuff tubing had worn due to filament fatigue by the adaptor junction. Cuff tubing had a hole due to filament fatigue. Cuff shell was worn from wear at fold. Leakage test revealed that the cuff tubing had a fluid leak due to filament fatigue. The balloon was visually inspected, leak and functionally tested. No damage or abnormalities were found. Balloon passed leak testing. Balloon failed functional testing with an output pressure below the specification. The pump was visually inspected, leak and functionally tested. Visual examination revealed that the pump had worn due to filament fatigue. Pump passed leakage and functional test. Based on the information available and analysis results, the reason for the cuff hole/perforated and device mechanical issue was most likely determined to be caused by the failure of the cuff tubing from the functional test performed; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.